Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urinary leakage, stress urinary incontinence, abdominal pain, urinary tract infection, small bowel obstruction, adhesions, dysuria, hematuria, vaginal discharge, urinary hesitancy, nocturia, strains to urinate, weak stream, dribbling, urinary retention, and recurrent infections. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00208.